Event description:
Arjo received a customer complaint for enterprise 9000x bed. Following the information provided an arjo service technician found two safety side panels (head and foot end) detached from the side rail mechanism. There was no allegation of any patient involvement. No injury was claimed.

Manufacturer narrative:
The review of post-market surveillance data revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the bed frame condition: the head end split side rail and the foot end split side rail lower arms were detached from the bed frame as the screws holding the side rail mechanism were ripped off additionally, the head side rail upper arm was ripped off the bed frame due to a broken housing plate that is part of the backrest assembly. The observed damages may indicate that the side panels were blocked by the obstacle during the raising of the bed. The instructions for use for enterprise 9000x (746-591-en) include the instructions for safe operation to avoid damage of the side rails as follows: "when the bed is operated, make sure that obstacles such as beside furniture do not restrict its movement." "Hold the head board or foot board when pushing or pulling the bed; do not hold the side rails or any attached accessories" "check operation of side rails" - this is a preventive maintenance activity to be performed daily by the caregiver. Arjo device failed to meet its performance specification since the side rail panels were detached from the side rail mechanism. There was no allegation of any patient involvement. No injury was claimed. This complaint is deemed reportable due to the safety sides detachment from the bed frame.